Manufacturer narrative:
The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 115 mg/dl. The customer reported that the insulin pump had a crack on the screen. It was reported that the crack on the display of the insulin pump starts on the left corner of the display and extends to the bottom of the display. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.